Event description:
It was reported that the customer experienced a high blood glucose (bg) blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. A manual correction injection was administered to address elevated bg. Customer updated their pump settings to address the event.